Event description:
A nurse contacted fresenius technical support reporting a blank screen issue occurred in unknown phase of treatment. Technical support contacted the patient and she said that during treatment last night the screen went blank. Rebooted the liberty select cycler, ok and stop keys lit up but the screen remained blank. Technical support replaced the cycler due to blank screen. There was no patient harm or adverse event, and no medical intervention was required. Upon patient follow-up it was determined the patient was not able to complete treatment. The new cycler has been received and the malfunctioning cycler has been returned.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.